Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/20/2015 with the following findings: the black box contains dates from (B)(6) 2015. Black box and histories for the event on (B)(6) 2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas and alleged the following: the patient has had low blood glucose (bg) levels, some in the lower 30 mg/dl range. Patient states she felt like she was low on (B)(6) 2013, ate some peanuts, and then had a high bg later. She said she did a bolus correction then had low bgs at night. Patient also had low bgs overnight saturday into sunday and states she is using much less insulin than she was using prior to the pump. The reporter talked the her through changes to the basal rate at all times and also changed the isf. Patient going for a hike this weekend and wants to prevent low bgs, so reporter suggested using the temporary basal at -50% for the length of the hike plus a couple of hours to recover; talked her through setting a temporary basal and then canceling it. There is no indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.